Event description:
Reportedly, the patient experienced urinary retention. The severity was rated as: 2 (moderate). The relation to device/procedure was rated as: 3 (definite relation to device). Further surgery performed: revision of urethal sling.